Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open vascular procedure, out of package, it was noticed that the tips were broken. Another instrument was opened to resolve the issue. There was no patient injury.